Event description:
A pk papyrus covered stent system was selected for treatment of a type iii in the rca. Three devices were unable to advance. This is two of three. Two other pk papyrus covered stents were implanted and the perforation was successfully sealed.

Manufacturer narrative:
The affected pk papyrus stent system was not returned and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report) and the production documentation were reviewed to establish whether a device deficiency contributed to this event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in ]process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the occurrence as no procedure- but device-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
A pk papyrus covered stent system was selected for treatment of a type iii in the rca. Three devices were unable to advance. This is two of three. Two other pk papyrus covered stents were implanted and the perforation was successfully sealed.